Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the serial number was missing from the display, the plunger spun a little, and something was loose inside the pump. Review of the event history log (ehl) showed a? Check syringe barrel clamp." The device was powered on and an occlusion test was performed as part of the functional testing. The reported issue was duplicated. The cause of the reported issues was related to a broken size pot pin. A service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had a syringe flange issue. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.